Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anal canal during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. During the procedure, the third band did not deploy and was knotted together with the fourth band. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.